Event description:
Litigation papers allege: patient suffered pain in her right hip, limited mobility due to severe hip pain, excessive levels of chromium and cobalt. Patient was scheduled to have the right hip implant explanted on (B)(6) 2011; however, the explant surgery has been cancelled and as of this date has not been rescheduled.

Manufacturer narrative:
Depuy considers the investigation closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.